Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 2100871.

Event description:
It was reported that patient's leads had multiple impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.